Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle, and when paced, the lead captured the right ventricle. The right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.